Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the output connector nuts were missing, and it was noted that the device failed incoming functional testing because the output connector assembly was pushed inside the device due to the missing nuts. It was further noted that the main world label was creased and that one stuck button was detected (pause) and one stuck button was recovered. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing both nuts on the atrial and ventricular output connectors. The epg was returned for repair. There was no patient involvement.